Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient provided a list of issues that would be forwarded to the manufacturer and the hcp. The list includes: small motor skills degrade, handwriting indecipherable, trouble manipulating buttons, never reach deep sleep, constant exhaustion, balance and coordination degrade, still having extreme tension in forehead but eye season gone, lose ability to make mouth say what they¿re thinking, can¿t carry a tune, voice was stronger, took 2 years for voice to improve, hard to control emotions, dry eyes never improved. Without "there" dbs they have the ability to say what they think, short refrain repeating endlessly, sleep much sounder. The patient has already had the device explanted and the hcp had discarded the product. There were no further complications reported.